Event description:
Indication: chronic obstructive pulmonary disease, unspecified. Patient reported the vios lc aersol delivery system is not working correctly; it is taking 17-20 minutes to deliver the medication instead of the normal 5-7 minutes it was taking. Pt has had to purchase a separate system to take medication. No adverse events or missed doses reported. Unknown if on hand for return. Unknown if md is aware. No additional information reported.